Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-22056. It was reported patient's system was not providing effective therapy. As a result, patient is awaiting surgical intervention at a later date.

Event description:
Additional information received wherein the drg system was explanted on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.